Manufacturer narrative:
The technician found the screw broken in the brake hex rod. The technician replaced the brake hex rod to resolve the issue.

Event description:
The technician alleged the head end brake casters still roll after the brake steer pedal is put into the brake position. No pt impact.